Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with a heart rate in the 30 beats per minute (bpm) range. Device interrogation found the device had reverted to storage mode. A temporary pacing wire was implanted and the patient was admitted for device change out. An invasive procedure was performed and the device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will not be returned for analysis as it was discarded by the hospital following explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.